Event description:
Additional information received noted programming changes were implemented.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor exhibited post-sensed t-wave oversensing. Programming changes were discussed, but no changes or intervention was reported. The patient was in stable condition.